Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the main power supply is not indicating in the sys. There was no reported pt involvement.